Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found all conductors were broken 16cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID 7482, serial# (B)(4), product type: extension. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 9614453.

Event description:
It was reported that the patient experienced an ¿abrupt¿ loss of ¿impulse/stimuli.¿ impedance measurements with the clinician programmer showed a reading of 4,000 ohms. A fracture was therefore suspected. However, no fracture was detected via x-ray and could therefore not be confirmed. Removal of the device was scheduled for (B)(6) 2015 and re-implantation was going to be performed two days later. There were no health hazards to the patient, and as of (B)(6) 2015, the patient was receiving effective therapy. If additional information becomes available a follow-up report will be submitted.